Event description:
The hip stem was revised due to loosening.

Manufacturer narrative:
Summary of evaluation: the results of this evaluation suggest that this event was not device related but may have been attributed to less than optimal cementation of the stem.